Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated, non-reproducible, troponin (accu tni) result generated by the access 2 immunoassay system for one patient. Subsequent testing on this and on a different instrument generated accutni results in the normal reference range. The elevated result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The sample is plasma, collected in a lithium heparin tube and centrifuged at 3,800 rpm for 4 minutes. A system check performed on (B)(4) 2010 passed all parameters. A field service engineer (fse) was dispatched: the fse performed validation of the instrument. The fse ran a diagnostic testing with good results. No hardware issues were identified. The fse discussed proper sample handling with customer. A definitive root cause has not been determined for this event.